Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Distributor reports the injector was suspended by cables (was not determined if this is the powerhead cable or suspension cable) and the control arm is broken beyond repair. It is not specified if this is a ceiling mount, table mount, or pedestal injector nor is it specified if it fell. There was not any reported injury and no information was obtained on follow ups to the distributor or the service engineer.

Manufacturer narrative:
Customer incident description: suspended by cables are not good. Control arm is broken and beyond repair. Per feedback from regional service, the powerhead was not suspended/hanging by cables as original incident description stated. The j-bow is still attached to ceiling suspension. Regional service reported the j-bow had "massive play" as a result of a crack in the metal bracket on the left side of j-bow. Regional service reported the customer did not want to repair or replace the ceiling suspension. Instead, the injector was placed on a remote stand.